Event description:
It was reported that during pulse field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. A large amount of air bubbles were noted on aspiration of the faradrive sheath prior to inserting the farawave catheter. There was visible air on aspiration of the sheath. Sheath was adequately prepared prior to the insertion. Sheath was removed and replaced with another one. Issue resolved with the new sheath. Thorough aspiration was performed with around 40 ml of blood drained. Issue resolved when the sheath was exchanged for a new one. Faradrive sheath is available for return. No patient complications were reported. Device expected to be returned.